Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had frozen display. The customer's blood glucose was 12.3 mmol/l at the time of incident. The customer stated that they received a message and they changed the battery but the insulin pump was not recognizing new battery. The screen of the insulin pump went solid frozen and the time clock stopped advancing due to frozen screen. The buttons of the insulin pump went unresponsive. The frozen display recurred after installing a new battery. The device is not expected to be returned for analysis.